Manufacturer narrative:
The device was inspected and tested on 18th december 2018. Within this inspection, functional testing and visual inspection was made. The result was: rocker arm too tight. The deviation is a minor deviation and it is unlikely that it contributed to the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Information provided by the customer on 18th december: "there was an incident on (B)(6) 2018 during a case (craniotomy) in which the locking mechanism failed causing the patient's head to move, this resulted in laceration to the patient."